Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that he was taken by paramedics to the hospital due to hypoglycemia. The reported blood glucose reading was 24 mg/dl. The customer stated that the display on the insulin pump went blank twice in the past two weeks. The customer also stated that he believes the insulin pump is over or under delivering. Nothing further was reported.